Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was 38 mg/dl. Customer reported that he was rushed to the hospital. Customer reported that the insulin pump excessively alarmed no delivery. Customer also reported that the insulin pump rejected new batteries. Product is not being returned or replaced.